Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer complained of smoke/smell emitting from the sterrad 100s and several health care workers (hcw) experienced various skin and other reactions. This report is for hcw #18. The hcw is a female with initials (B)(6) and it was noted the hcw was not wearing personal protective equipment. It was also noted the hcw had the following symptoms: respiratory reaction ¿ ¿stinging and burning¿ which lasted 12 hours; ¿dry throat¿ which lasted 24 hours. Skin reaction ¿ ¿sting on face, arms and neck¿ which lasted 12 hours. Eye reaction ¿ ¿red eyes¿ which lasted 10 hours. Other reaction ¿ ¿headache¿ which lasted 24 hours. It was noted the hcw received medical attention and was treated with ¿intravenous chlorphenamine¿ for the respiratory and skin reaction, and ¿paracetamol¿ which is also known as acetaminophen, and is an over-the-counter (otc) oral medication to treat headaches. It was also noted the treatment recommended for use at home was chlorphenamine and paracetamol, which are both otc medications. The hcw has no known allergies, and lastly the status of the hcw was noted ¿she is good¿. Based on the new information received, this event is now deemed reportable as a serious injury. Although the symptoms resolved and the hcw was reported ¿good¿, the hcw had a respiratory and skin reaction, received medical attention and was given an IV antihistamine.

Manufacturer narrative:
Corrections: (B)(6). Health professional changed from no to yes. Additional information was received reporting there were additional healthcare workers (hcw¿s) who reported symptoms relating to the reported smoke/smell/vapor event and a separate complaint file was opened for each healthcare worker. Please reference the following related complaint files: (B)(4) -- manufacturer report number: 2084725-2017-00583, (B)(4) -- manufacturer report number: 2084725-2017-00584, (B)(4) -- manufacturer report number: 2084725-2017-00585, (B)(4) -- manufacturer report number: 2084725-2017-00586, (B)(4) -- manufacturer report number: 2084725-2017-00587, (B)(4) -- manufacturer report number: 2084725-2017-00588, (B)(4) -- manufacturer report number: 2084725-2017-00589, (B)(4) reported the smoke/smell/vapor malfunction -- manufacturer report number: 2084725-2017-00529. An asp field service engineer (fse) was dispatched to the site. The vacuum pump oil, the catalytic converter, oil mist filter and the oil return valve were replaced to correct the reported odor/smoke issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/smell/vapor and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending of the smoke/smell/vapor issue was reviewed for the past six months (january 2017 to july 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No functional analysis was performed as the parts were not available for return. The assignable cause of the smoke/smell/vapor is the catalytic converter, oil mist filter, vacuum pump oil and oil return valve. The field service engineer replaced these parts and confirmed the sterrad® 100s sterilizer was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.